Manufacturer narrative:
Insulin pump was unable to prime during prim test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that the insulin pump was stuck in the rewind process and had started to alarm. Customer stated their blood glucose level was 64 mg/dl in the morning before the issue. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Informed customer that alarm was due to the device being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)